Event description:
A customer reported to baxter (B)(4) a colleague infusion pump in which a faulty liquid crystal display was observed. The report stated that there were black patches across the bottom of the screen. It was reported that this event occurred before patient use. There was no patient involvement; therefore there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available. This device is a colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the reported condition of a colleague infusion pump with a faulty liquid crystal display (lcd) was confirmed by baxter personnel during product evaluation. The root cause was assigned to a distorted main display. The display colour service assembly, left and right user interface module standoff, and colour lcd guide have been replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample has not yet been received by baxter personnel. Once the device has been received or the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.